Event description:
It was reported by the patient's family that the patient went to the hospital because the device was pacing at 120 beats per minute. The device was reprogrammed to a lower rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.